Event description:
It was reported that the day after implant, the serialized number of the device no longer appeared on the interrogation read out. The information will be re-added to the device at the next office visit, and the device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.